Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted and it passed primary and secondary vectors during its screening. At a later date, a non-boston scientific leadless system was implanted, with the s-ICD system no longer passing any sensing vectors as a result. Pacing delivered by the leadless system resulted in the patients qts complex to be labeled as noise on the subcutaneous electrocardiogram (s-ECG). Additionally, a shock was delivered as inappropriate therapy for due to triple counting suing the primary sensing vector. The device was reprogrammed to the secondary sensing vector and two shocks were delivered as inappropriate therapy, so therapy delivery was programmed off. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted and it passed primary and secondary vectors during its screening. At a later date, a non boston scientific leadless system was implanted, with the s-ICD system no longer passing any sensing vectors as a result. Pacing delivered delivered by the leadless system resulted in the patients qts complex to be labeled as noise on the subcutaneous electrocardiogram (s-ECG). Additionally a shock was delivered as inappropriate therapy for due to triple counting suing the primary sensing vector. The device was reprogrammed to the secondary sensing vector and two shocks were delivered as inappropriate therapy, so therapy delivery was programmed off. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates this s-ICD system was explanted and a transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.